Manufacturer narrative:
Qn# (B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted. No pt injury reported.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation; however, the customer did return photos of the device. Upon inspection of the pictures, it was observed that there were broken pieces of plastic from the blade assembly floating in the plastic shipping bag. Based on the visual exam of the photos, the complaint was confirmed. A root cause for the breakage could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that a plastic piece from the rear mounting base is broken/busted. No patient injury reported.